Manufacturer narrative:
The device was not explanted post-mortem and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. It was later reported that the patient passed away from heart failure, before the device replacement was planned. The physician confirmed the patient's death was not related to the code 1003 observation.